Event description:
It was reported that the external pulse generator (epg) would not power up despite putting in new batteries. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.